Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. A restoration modular stem construct and 4 dall miles cable and sleeve sets were implanted.

Manufacturer narrative:
An event regarding revision due to periprosthetic fracture involving an unknown stryker hip was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot code information was provided. -complaint history review: not performed as no lot code information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: patient presented with a peri prosthetic fracture. It was reported through the submission of a revision implant sheet that patient's left hip was revised. A restoration modular stem construct and 4 dall miles cable and sleeve sets were implanted.